Event description:
Dealer is stating that the seat uph is tearing at the seam, dealer is stating that the end user car lift, puts pressure on the seat when it gets lifted and is causing the uph to weaken. And the left armpad has chunks missing out of it. Dealer states it is from the end user running into objects.